Event description:
It was reported the coil prematurely detached during manipulation. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt. (B)(4).